Manufacturer narrative:
Since the subject device was not returned to olympus medical systems corp. (Omsc), it could not be investigated. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. Based on the report of sorc, omsc surmised it might be occurred due to a fatigue by repeated manipulating. If additional information becomes available, this report will be supplemented.

Event description:
Olympus service operation repair center (sorc) was informed from the user that the forceps elevator wires came out from the distal end of the subject device at the unspecified timing. At the inspection for the repair, sorc identified that some wires of the composing the forceps elevator wire on the subject device cut and then those wires risen. It was not provided the other detailed information. There was no patient injury associated with this report.